Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads , upn: m365sc2218500 , model: sc-2218-50 , serial: (B)(6) , batch: 16725011 . Product family: scs-ipg-r , upn: m365sc11320, model: sc-1132 , serial: (B)(6) , batch: 16750406.

Event description:
It was reported that the patients leads had migrated and the ipg was non-functional. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.